Event description:
The objective of this article was to compare safety and efficacy of obtura, angioseal, and proglide vascular closure devices (vcd) to manual compression (mc) and also between femoral artery hemostasis. Between january 2025 and march 2025, a proglide device was used in 250 patients. Reportedly, an unspecified failure occurred with multiple proglide devices. Also, the proglide device may have caused or contributed to minor bleeding, pseudoaneurysm, hematoma, local infection, surgical intervention, and medication. Details are listed in the attached article, titled ¿from compression to closure: efficacy and safety of vascular closure devices (vcd) versus manual compression: a comparative analysis of hemostatic strategies of obtura, angioseal, and proglide vcd¿.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, pseudoaneurysm, hematoma, and infection and the relationship to the product, if any, cannot be determined. A definitive cause for the reported unspecified device issue could not be determined. The reported surgical intervention and medication required was likely related to case circumstances. The patient effects of hemorrhage, pseudoaneurysm, hematoma, and infection are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date: d4: the UDI # is not known as the part and lot number were not provided. Attachment article, titled, ¿from compression to closure: efficacy and safety of vascular closure devices (vcd) versus manual compression: a comparative analysis of hemostatic strategies of obtura, angioseal, and proglide vcd."